Event description:
It was reported to manufacturer that the vns patient was not experiencing efficacy with vns therapy. Good faith attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. The device has been disabled for approximately two years and there are no diagnostic test results available, despite good faith attempts to obtain the information. The patient plans on having the device explanted.